Event description:
It was reported the patient complained of discomfort at the ipg site stating that it felt like the ipg was rubbing against her bones. The physician believed the ipg was sitting on a nerve and elected to proceed with surgical intervention to reposition the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.